Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Product was not returned. Original surgery was in 2006. Revision date is unknown. Although several attempts have been made, no additional information has been received. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00203, 00204. This event occurred in (B) (6).

Event description:
Allegedly revised due to broken neck.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 240 mg/dl, 126 mg/dl, and 33 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information received 6/18/10. (B)(6). Catalog #: pha0-1204, implanted date: (B)(6) 2006, explanted date: (B)(6) 2010. (B)(6) this is the same event as 1043534-2010-00203, 00204, 00205. This event occurred in (B)(6).